Event description:
It was reported the patient had been on a stable dose for a number of years and then flex programming was programmed about 2 years ago. At that time the concentration was programmed incorrectly at 22 milligrams per milliliter when the actual concentration was 23 milligrams per milliliter of hydromorphone, the primary drug. The pump was being used to deliver hydromorphone, clonidine, and bupivacaine. Additional information received reported there were no symptoms or issues as a result of the error. The patient was doing fine and had no increase in pain.

Manufacturer narrative:
Concomitant product: product ID 8840, lot# unknown, product type programmer, physician. (B)(4).